Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently the patient was treated with two courses of oral antibiotics once on (B)(6) 2010 and again on (B)(6) 2011 (durations not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.